Manufacturer narrative:
A sample has been received by the local affiliate that has not yet been received by manufacturing for evaluation therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the second complaint for the reported issue associated with provided lot number. As no sample has been received by manufacturing and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was visually inspected per facility procedure and was found to be nonconforming with a damaged tip and part of the cutting edge missing at one section. A large amount of residue was also observed on the blade. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The residue on the sample was sent for ftir analysis. The analysis found the observed residue to closely resemble carboxymethyl cellulose and was not related to the customer's reported issue. A review of the related device history records (DHR) for the reported lot number has been performed; the lot was reprocessed for an anomaly that contributed to the customer complaint. The product was released based on the product's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue associated with the reported lot number. The exact root cause of the reported issue could not be determined from the investigation performed. The damage to the tip of the knife and cutting edge is consistent with damage that can occur when the knife contacts a hard surface or if the knife is improperly handled. The foreign material around the lower edge of the blade was determined as most probably carboxymethyl cellulose which is not a material that is used in the manufacturing process of this knife. How the foreign material was introduced and how the tip was damaged cannot be determined from the evaluation. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife presented cutting problems. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that the knife had no cutting power, but the procedure was completed on the same day with no impact to the patient.